Event description:
The customer reported when flushing the ngt pre-insertion, at the junction of the silver tip and joining of the tube, herniation of the tube occurred around the join of the pu (polyurethane) and metal tip.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation, therefore the affected device could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. A corrective and preventative action has been opened to further investigate and address the reported condition.